Manufacturer narrative:
Product event summary: at analysis it was noted that the analyzer would not communicate and that the patient connection was disturbed. It was to be sent for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer which was returned as part of an inventory reduction initiative subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.